Event description:
Complainant alleged that while after delivering three shocks to a patient, the device analyzed the patient's heart rhythm and gave advised shock for what clinicians believed was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.